Event description:
The patient was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2012, supported by a circulatory support system (css) console. He was subsequently switched to a portable freedom driver. The customer reported that on (B)(6) 2012 the tah-t patient was switched from a freedom driver to a css console. On (B)(6) 2012, while a patient was in the operating room for an exploratory laparotomy he had signs and symptoms of pulmonary edema and hemodynamic instability. There was a significant discrepancy of left and right tah-t cannulae to the css console drivelines incorrectly: the left cannula was inserted into the right css driveline, and the right cannula was inserted into the left css driveline.

Manufacturer narrative:
The customer corrected the connection of cannulae to drivelines and the patient's symptoms resolved over the next 24 hours. The customer reported that the patient experienced no long-term adverse effects. The patient is still implanted with the tah-t and is doing well, currently in the hospital supported by a freedom driver. Syncardia provided additional training to the hospital staff on the proper connections for transferring patients to and from the css console, and to and from the freedom driver. Syncardia has completed its evaluation of this complaint and is closing this file.